Event description:
It was reported that this patient received inappropriate shocks and anti-tachycardia pacing (atp) form this implantable cardioverter defibrillator (ICD) system. Technical services (ts) noted that the rhythm appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Therapy did not convert the rhythm. No additional adverse patient effects were reported. Currently, this ICD system remains in service.